Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. One embolectomy fogarty catheter was received by our product evaluation laboratory for a full examination. The report of balloon burst was confirmed. As received, the balloon was found to be ruptured at the central area and rupture edges did not appear to match up. No other visible damage or abnormality was observed from catheter body or windings. The IFU was reviewed and it indicates: "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter.". As part of manufacturing process, the manufactured units go through a balloon inflation process. Based on the available information there is no evidence that supports or confirms the failure mode being evaluated to be associated to a manufacturing or design defect. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, the balloon of this embolectomy fogarty catheter burst. The device was received for evaluation and the balloon was found to be ruptured at the central area. The ruptures edges did not appear to match up. There was no allegation of patient injury. Patient demographics unable to be obtained.